Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 11/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. A test battery cap was used and it was able to fit and to the pump and maintain an electrical connection. There was no visible evidence of moisture observed on the display screen inside the pump. A leak test was performed and failed due to a display lens leak. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The investigation was unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed and moisture found to the display screen, the force sensor plate and to the printed circuit board (pcb). (B)(4).